Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening on posterior, crease fold, and wear abrasion. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify crease smooth opening on posterior . The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on posterior assessed to a fold flaw opening.

Event description:
The event of "any creases associated with hole" has been added to the record.

Event description:
Healthcare professional reported, left side "deflation". The device has been explanted.